Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There has been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Revision of hip was performed for failure to in grow. Aseptic loosening femoral component was reported.

Manufacturer narrative:
An event regarding loosening involving a accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a review of the provided x-rays by a clinical consultant noted the following; [...] All-in-all, no clues to the cause of failure can be found in the current records or imaging information. Bony impingement could still be a possibility but also this requires more extensive radiological information to evaluate. This case can unfortunately not be solved with the current information.[...] Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a review of the provided x-rays noted [...] [...] All-in-all, no clues to the cause of failure can be found in the current records or imaging information. Bony impingement could still be a possibility but also this requires more extensive radiological information to evaluate. This case can unfortunately not be solved with the current information.[...] The exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, additional x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Revision of hip was performed for failure to in grow. Aseptic loosening femoral component was reported.